Manufacturer narrative:
Other text: d4: lot number, expiration date is unknown; h4: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable's medicinal solution does not flow. Patient involvement is unknown.

Manufacturer narrative:
Two photos were provided, and one sample was received for evaluation. Visual inspection found no obstructions, damage, or other defects detected. To conduct functional testing a disposable was set up with a pump and ran. Upon testing, there were no abnormalities observed while running the sample, no alarms were activated, thus the failure mode reported is not confirmed. No lot numbers were provided; therefore, device history record (DHR) reviews could not be conducted.